Event description:
A medical office manager reported that six pts were diagnosed with post-procedural pseudomonas infection in 3/01. The office manager stated that the infections were experienced after a cyf-3 cystoscope, on loan from olympus, was used for procedures.